Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13023. It was reported that the patient presented in clinic upon developing an infection. Endocarditis was noted. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable.